Manufacturer narrative:
Three unopened samples each of lot 25075398, 25075397 and 25085331 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were flushed with water. No observation of leak of fluid blockage. The customer complaint was unable to be replicated.

Event description:
No additional information provided.

Event description:
It was reported that bd max zero needless connector was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by a customer that the max zero connector clave was used and would not flush or clamp. There have been several reported events with bd max zero being broken and spraying products.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.